Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump wake button was not turning the display on. Display turned on after pump was plugged into a power source. Blood glucose (bg) was 595 mg/dl. Customer was disconnected from the pump for a period of time. Bolus was delivered to address bg. Customer continued to use pump for insulin therapy.